Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constantly in pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), asthenia ("no energy") and fatigue ("tired") and was found to have weight decreased ("lost all the baby weight"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, asthenia, fatigue and weight decreased outcome was unknown. The reporter considered abdominal distension, asthenia, fatigue, pelvic pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: abdominal distension, pelvic pain, weight loss, fatigue, asthenia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporter information, date of insertion added. Product indication updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('they told me post op that the bloating would go away') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constantly in pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), asthenia ("no energy") and fatigue ("tired") and was found to have weight decreased ("lost all the baby weight"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, asthenia, fatigue and weight decreased outcome was unknown. The reporter considered abdominal distension, asthenia, fatigue, pelvic pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: abdominal distension, pelvic pain, weight loss, fatigue, asthenia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: pain, lost weight, tired, no energy were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('they told me post op that the bloating would go away') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: abdominal distension. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.